Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred during an unspecified stage of peritoneal dialysis. The alarm was reported to have occurred on a previous date and was discovered in the alarm log while the technical services representative (tsr) provided assistence to the customer. The tsr reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured in 1999. The device was not returned for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.